Event description:
It was reported that a post-operative chest x-ray revealed a pneumothorax. The patient was asymptomatic; however, was admitted to the hospital for observation. The device and leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 407658, implantable pacing lead, implanted: (B)(6) 2014; product ID 407645, implantable pacing lead, implanted: (B)(6) 2014. (B)(4).